Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 513 mg/dl. The customer's most recent blood glucose level was 399 mg/dl. The customer also stated that the insulin pump had a no delivery alarm and it was resolved by performing the troubleshooting. The customer was assisted with the troubleshooting. The customer also stated that the cannula was bent. The insulin pump will not be returned for the analysis.